Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to not being able to dialyze at home over the weekend. Patient was due to be discharged after 24 hrs. Patient does not seem to have any issue with performing dialysis in the hospital. The patient had previously contacted technical services due to alarms on their liberty cycler for drain complications (dc) encountered. The patient¿s family will not have the patient use the cycler at home until it has been replaced. Upon follow up with the patient¿s pd registered nurse (pdrn), patient¿s hospitalization was for unknown reasons but it was reported the patient was constipated in the past. Additional information was requested, however, a response was not received.

Manufacturer narrative:
Additional information: g1 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. During a call to technical support for drain complications, the peritoneal dialysis registered nurse (pdrn) for this female peritoneal dialysis (pd) patient reported a hospitalization. The pdrn stated the patient was recently hospitalized for unknown reasons. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. However, the pdrn did not make any allegation that a fresenius device or product was related to the cause of the hospitalization there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to not being able to dialyze at home over the weekend. Patient was due to be discharged after 24 hrs. Patient does not seem to have any issue with performing dialysis in the hospital. The patient had previously contacted technical services due to alarms on their liberty cycler for drain complications (dc) encountered. The patient¿s family will not have the patient use the cycler at home until it has been replaced. Upon follow up with the patient¿s pd registered nurse (pdrn), patient¿s hospitalization was for unknown reasons but it was reported the patient was constipated in the past. Additional information was requested, however, a response was not received.